Event description:
According to available information, this device was explanted and replaced due to tubing breakage. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. The lot number (7108116) was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
A titan touch pump was received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the inlet tube of the pump. This is a site of leakage. A failure of the back pressure, inlet valve and deflate valve tests was noted with the pump as the balls in the pump failed to seat properly. It was determined that foreign material was noted in the spring/ball and seat component of the pump. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the pump inlet tubing. A separation of this type could then allow the loss of fluid, making the device inoperable. Review of the returned pump was conducted. During this review, it was concluded that the foreign material noted in the spring/ball and seat component of the pump resulted in the failure of the back pressure, inlet valve and deflate valve tests. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.